Event description:
It was reported that a malfunction occurred on a customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted in successfully resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Technical support instructed the customer to call back if the malfunction reoccurred and proceeded to close the case.